Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the setscrew would not tighten. The setscrew was tested with no leads and appeared to work properly. The physician elected to implant the device. Patient was stable post procedure and will continue to be monitored.